Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including on/off current testing, bench handling, power cycling, and functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed evidence that the device was powered up often into clinical mode and that the device was stored without electrodes. Without electrodes attached will cause the device to remain in the red x condition and emit beep starts to warn the user, which will further drain the battery. The log review supports that the battery became depleted through use and from the device being stored without electrodes connected. Analysis of reports of this type has not identified an increase in trend.